Event description:
The customer reported that when the nurse flushed the line with normal saline after having checked that the central line was patent, they observed a leak between the white and clear casing. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. The device has been requested for investigation but not received to date.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Although requested, the device has not been received yet for investigation. A follow up report will be submitted once the device has been received and an investigation has been completed.